Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed based on the data recorded in the log files retrieved from the returned system controller serial number (B)(6). The event log file contained data recorded from 12feb to 14feb2021 where a backup battery fault alarm associated with a load test fail became active on 14feb at 5:15 am. The data captured ta 5:30 am revealed that the driveline was briefly disconnected and reconnected and the system continued to operate with the backup battery fault alarm being active. The remaining data revealed that the driveline was disconnected and reconnected again before the controller was exchanged. The periodic log file contained events recorded from 03feb to 14feb2021 where a backup battery fault alarm was recorded on 14feb. The returned system controller was functionally tested using the laboratory equipment and the backup battery fault alarm was not able to be reproduced. The system controller operated for extended period of time while connected to a mock circulatory loop and there were no atypical alarms/events observed. A specific root cause for the backup battery fault alarm captured in the log file was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section ¿alarms and troubleshooting¿ explains all alarms and the proper actions to take if the alarms cannot be resolved. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's controller was exchanged due to backup battery fault. There were 29 months remaining on the backup battery. The battery and controller will be returned.